Manufacturer narrative:
(B)(4). No further information concerning this report is expected as attempts to obtain additional information were made but were unsuccessful. At this time, there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the tachycardia therapy of this cardiac resynchronization therapy defibrillator (crt-d) was turned off and was set to a monitor only mode for an unknown reason. Attempts to obtain additional information were made but were unsuccessful as the field representative has no further information. This crt-d remains in service. No adverse patient effects were reported.